Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited low battery voltage and premature battery depletion. It was also reported the right atrial (ra) lead exhibited under-sensing which caused the ipg to mode-switch. It was further reported the ra lead exhibited diminished p waves, ffrw over-sensing, non-sensing and high thresholds. Reprogramming occurred. Intervention is planned. No patient complications have been reported as a result of this event.